Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far p oversensing and crosstalk. No intervention was performed. The patient was in stable condition.